Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the camera has to be replaced. Once replaced, the system then passed the system checkout and was found to be fully functional. Analysis on the returned camera resulted in an electrical failure being found through functional testing, procerduralized deice testing, and visual/physical examination. Analysis from a third party source showed no failure was found. Software analysis was performed and determined to be inconclusive. Continuation of d11: other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(4). Information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that there was an alleged inaccuracy between this navigation system and another of the same navigation system. The surgeon stacked the foot pedals so both were activated at the same time. Loaded the MRI. Did not touch the scan or 3d model. Proceed with trace using 3-pt starting method. We were able to collect a single trace reg simultaneously on each navigation system. Initial trace gave the following: system #1 = 2.9mm ; system #2 = 3.4mm. The final reg errors were 2.0 (#1) and 2.2 (#2). But the yellow and green circles were hugely different. And here, where the surgeon centered on the green circles: after choosing the exact same target point, using theslice indication markers on the scroll bar, the biopsy alignment errors were quite different. It¿s as if the camera on #2 was aligning the pad differently than the camera on system #1. Keep in mind we were navigating simultaneously for the entire case. Entry and target points were not the same between the two systems. Image coordinates (see attached) shows different values between the two, which would explain the differences in target alignment. After the procedure, they re-registered the patient, but they swapped the camera carts on both systems. The trace was identical at 2.2 mm and yellow zone was very similar and no green zone. Everything else was the same between the two systems (no thresholding, camera's were side by side, stacked foot-switches). There was no delay to the procedure and no impact on the patient's outcome.